Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 127 mg/dl at the time of incident. Troubleshooting was performed. The customer was reported that the insulin pump had multiple pump error. The customer was reported that they were able to clear the alarm. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and selftest. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the pump without any issues. No critical pump error (open book image) alarm noted. Critical pump error (open book image) not confirmed. No unexpected hardware low level failures alarms or the motor arm cannot communicate alarms noted during testing however, the motor arm cannot communicate and hardware low level failures with variable (15) are found in the formatted history file due to a software error.